Event description:
Follow up information received from the patient provided dates if implant/explant dates for their prior implants with no associated allegations. They are as follows, 1st battery (B)(6) 2013 to (B)(6) 2015, 2nd " " 2015 to (B)(6) 2016, 3rd (B)(6) 2015 to 2016 (current). It was stated that it is assumed that the first battery only lasted approximately 2 years because they needed to be adjust to a high rate because of the largely significant tremors.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was told the implantable neurostimulator (ins) battery would last 4-5 years, but it only lasted 2 years. It was also stated that when the ins depleted, the patient experienced a sudden return of tremors that were out of control. The ins was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.